Manufacturer narrative:
Product ID 3889-33, lot# va00r0v, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported there was a revision to position the implantable neurostimulator (ins) deeper in the pocket site. It was noted the patient was allergic to adhesives. One week post-implant "the patient had changes to their skin and also had two holes in their skin in which they could see the ins, the ins came up to the surface of the skin." Additional information has been requested, but was not available as of the date of this report.